Manufacturer narrative:
Patient¿s weight is unknown. This report is for two (2) unknown screws. Part and lot numbers are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a retrograde/antegrade femoral nail (rafn) to treat the distal femur fracture on (B)(6) 2018. During the procedure the two (2) distal screws missed the nail hole (rafn) which caused the screws inserted posteriorly. The connecting screw was tightly secured to the insertion handle and pre-checking of the nail and jig alignment was done and it was aligned perfectly. Surgeon doesn¿t know why the jig would have missed the nail, given that the connecting screw was tight too. The surgeon had to remove the 2 screws and replace it with a spiral blade for the nail. There was a three (3) minute surgical delay to the procedure. No patient consequences reported. This report is for two (2) unknown screws. This is report 3 of 3 for complaint (B)(4).